Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb bioresorbable vascular scaffold (bvs) system, instructions for use (IFU), are known patient effects associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the treatments appear to be related to circumstances of the procedure.

Event description:
Subsequent to filing the initial MDR, the following additional information was received: after the procedure successfully treating the scaffold thrombosis, the patient was put back on dual antiplatelet drug therapy (dapt) of aspirin for 1 year and effient for the next 12 months. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott vascular physician. The reviewer concluded that this was an under-sized scaffold in the very large mid right coronary artery with subsequent thrombosis at approximately 22 months post procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date - estimate. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in october 2014 a 3.5 x 18 mm absorb scaffold was implanted in the right coronary artery (rca) with heavy calcification and thrombus. The patient returned on (B)(6) 2016 with a posterior myocardial infarction. Thrombosis was confirmed in the scaffold. The thrombus was aspirated and pre-dilatation was done with a 3.0 x 15 mm non-abbott balloon. A 3.5 x 28 mm non-abbott drug eluting stent (des) was implanted over the scaffold. Thrombus was observed distal to the stent at the bifurcation of the rca so another 3.5 x 28 mm non-abbott des was implanted. The final result was good and the patient is doing well. No additional information was provided.